Event description:
It was reported that during the stenting procedure to treat a target lesion in the moderately calcified superficial femoral artery, the target lesion was pre-dilated using a 5 mm dilatation catheter expanded to 5.5 mm. The supera stent delivery system was advanced to the target lesion and stent deployment was started. The stent was difficult to deploy, and started to move from the intended location. The physician then removed the stent delivery system, including the stent. No resistance was noted during withdrawal. A second supera stent delivery system was then used, and the stent was deployed without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot revealed no other incidents have been reported. Based on the reviewed information, no product deficiency was identified.